Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump being totally off for a week and suddenly shut off. Pump had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. Pump was not dropped bumped or exposed to moisture. Display returned after cleaning contacts and after inserting a new battery. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The pump passed the active current measurement, sleep current measurement and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: multiple low battery alarms on from 04/03/2024 at 02:34:00.000 until 04/10/2024 at 06:57:00.000 replace battery now alarm on 04/10/2024 at 17:45:05.000 multiple power loss alarm on from 04/03/2024 at 18:26:55.000 until 04/10/2024 at 17:57:28.000 multiple failed batt/battery failed alarm on from 04/04/2024 at 09:28:21.000 until 04/10/2024 at 17:45:05.000 pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Blank display not confirmed. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Multiple low battery, power loss and battery failed alarm confirmed in the pump history due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.